Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implant physician was not able to ratchet down the right ventricular (rv) lead set screw reliably. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.